Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. After review of device logs and confirmation by the gehc field engineer, a failure of the exhalation flow sensor board was identified. The error of no exhalation flow sensor did not resolve after replacing it with a new exhalation flow sensor. Therefore, the ge healthcare field engineer replaced the exhalation flow sensor board, which resolved the issue. However, this confirmed malfunction causes a monitoring issue. It does not cause insufficient ventilation. The design's residual risk has been determined to be reduced to as far as possible and no mitigation's are available to significantly reduce the risk further. No further actions are planned by ge healthcare. The root cause of the alleged injury is undetermined. The potential root causes could be patient conditions such as status epilepticus and lobar pneumonia, incorrect ventilation mode for patient needs, and a circuit leak as confirmed through low expired tidal volume and apnea alarms in the device logs.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the patient experienced high respiratory rate, high heart rate, and hypertonia. Reportedly, the patient had to be sedated again and could not be extubated. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.